Manufacturer narrative:
Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. The investigation was completed on (B)(6) 2025. Technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. No failure was found on the system. It was confirmed the ngen generator functioned without error and the system has been used successfully in multiple cases since. The system is ready for use. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. Manufacturer's reference number: (B)(4).

Event description:
It was reported that 21 days after an atrial fibrillation (afib) radio frequency (rf) ablation with a qdot micro catheter and a ngen generator, the patient experienced an esophageal fistula treated with surgical repair. It was reported 21 days after the procedure, that the patient was admitted to the emergency room (ER) with abnormal labs. The patient was taken to surgery and a "dime sized" esophageal fistula was found. The esophageal fistula was repaired within the operating room (or). The physician indicated that the patient was slowly recovering but remained in stable condition. The adverse event was assessed as MDR reportable under both the qdot micro catheter and the ngen generator.